Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the icun pyxis needed maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a drawer failed to be detected on the bus. A field service engineer (fse) was informed by the customer that there were no issues with the station. The fse confirmed with the customer that there were no recurring issues. The customer tested the system with no problems. The system functioned as intended after the field service engineer investigated the device. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case.